Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The attached video was reviewed. The video shows the pump not pumping with a "pump off longer than 3 min" alarm and an unresponsive display head, which is consistent with the reported event details. The attached log files were reviewed. Around the time of the event, communication issues between the display head and cpm board were noted. According to the attached service report, the reported is-sue was not able to be duplicated. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "unresponsive display keys" is confirmed based on the attached video. The product was not returned for investigation. The video shows the unresponsive display head. Ac-cording to the service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reproted "pumpping shut off completely on its own and the ac3 was unresponsive; both hard and soft keys". Additional information states the iabp console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is unknown. Please see associated MDR#: 3010532612-2025-00625.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "pumpping shut off completely on its own and the ac3 was unresponsive; both hard and soft keys". Additional information states the iabp console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is unknown. Please see associated MDR#: 3010532612-2025-00625.